Manufacturer narrative:
Manufacturer narrative: updated sections: a4, b5, b7, g3, g6, h6 health effect - clinical code, device code(s), type of investigation, and investigation findings. Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset at 60 days or less postimplant) and late (onset greater than 60 days post-implant). Early-onset generally reflects contamination arising in the perioperative period; if there were ever non-conformances in the sterility or packaging processes, they would most likely manifest at this time. Late-onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. In this case the onset was greater than 60 days post-implant. Corrected data: based on the new information received, this event is no longer considered reportable.

Event description:
It was learned via the implant patient registry that a 2800 27mm bioprosthetic aortic valve, implanted for seven (7) years and eight (8) months, was explanted due to infective endocarditis. The explanted device was replaced with an 11500a 23mm inspiris resilia valve. The patient expired after the procedure. The cause and the date of death are unknown. Per medical records, the patient presented with acute on chronic hf symptoms. Cardiac workup revealed thrombus and vegetation on the aortic valve leaflets with extensive peri-annular abscess. The patient underwent avr with a 23mm 11500a aortic valve, abscess debridement, and patch repair the debrided abscess location. After weaning from bypass, the patient had ventricular arrhythmia requiring defibrillation and temporary pacemaker.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the implant patient registry that a 2800 27mm bioprosthetic aortic valve, implanted for seven (7) years and eight (8) months, was explanted due to unknown reasons. The explanted device was replaced with an 11500a 23mm inspiris resilia valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.